Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen was unresponsive. A field service engineer found that the touchscreen would only intermittently work in certain areas. The fse reseated the aio (all-in-one), but there was no change. It was determined that aio needed to be replaced. The fse replaced the aio to resolve the issue. The customer tested the device and confirmed it was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the touchscreen was unresponsive, trauma medication was unresponsive. The customer reported that the malfunction caused delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.